Event description:
Pt with mtp fusion plating implanted on (B)(6) 2012 returned to surgeon of on-set of pain at 3 month follow up. It was discovered 3 screws were broken and 2 screws were backing out. Pt returned to operating room (B)(6) 2012, hardware removed, it was noted: non-union of 1st left metatarsal. Pt revised to competitors screws. Surgeon noted pt was non-compliant. This is 5 of 6 reports.

Manufacturer narrative:
The investigation could not be completed as the product is entering the complaint system.